Event description:
The following has been reported: biomed reported: "no patient harm. We have an IV pump that is having an issue. Staff states that the pump is saying "warning service needed. Pump problem, remove pump from service." A preliminary review identified the following issue: mechanical hardware failure (vr decoupled). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.